Manufacturer narrative:
Device evaluation: analysis of the returned device identified an opening linear on anterior and weight to the specification. A visual and microscopic analysis was performed which identified a striated opening on anterior and creases fold. Based on the device analysis the final assessment is: a striated opening on anterior due to surgical damage consist in the use of some surgical tool.

Event description:
Physician reported a crack on the right device at explant surgery. The device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The reason for reoperation was simply implant removal with no replacement. Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Physician reported a crack on the right device at explant surgery. The device was explanted.